Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device became extremely hot to touch. The patient burned their hand due to the heat from the battery. The battery was extremely hot and the spring fell out of the battery compartment. It was reported that part of the spring melted onto the battery. The battery compartment on the infusion device as well as the cartridge compartment appear to have been warped by the heat. The patient did not receive medical treatment.